Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that the controller will not find the implanted neurostimulator when trying to charge and the issue has been occurring for at least a month or two months, confirmed issue began in 2023. Caller stated that when they finally find the device, the quality will be good and then the controller goes unresponsive and they have to plug the controller into the ac power cord to get the controller to come back on. Caller verified that the controller was fully charged when they are trying to charge the implant. Caller verified they have repeatedly reset the controller to get charging to work. Caller confirmed the recharger felt loose under the cord going into the paddle, but there are no exposed wires and the pins look fine. Agent walked caller through removing the battery pack and re insert the battery. When trying to charge the implant the recharger gets warm. Caller then connected the recharger to the controller and the controller displayed recharger problem cannot continue. Disconnect recharger and call medtronic. The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller mentioned that they have been able to charge just enough to get stim to turn on just a little bit, the patient's hands have been hurting.